Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced light-headedness. It was also reported that the right atrial (ra) lead exhibited noise. It was also reported that the right ventricular (rv) lead fractured, exhibited insulation damage, suspected clavicle crush, noise high sensing integrity counter. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.